Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) to report a recurring tower overheating message. The tse had the caller verify that there were no obstructions in front of the tower, which the caller confirmed, and also confirmed there was no visible dust in the front of the tower. The tse then recommended that the customer power down the system between cases to allow the system to cool off, and the caller agreed to inform the staff before the call ended. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the vision side cart power distribution board (vspd) to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.